Event description:
It was reported per literature that restenosis and target lesion revascularization (tlr) occurred. A prospective, multicenter, investigator-initiated randomized study compared low-dose and high-dose paclitaxel-coated balloons for treating complex femoropopliteal lesions. Both groups had similar lesion characteristics, with an average length of approximately 12.5 cm, and over 40% were chronic total occlusions. The study enrolled 414 patients who were monitored for up to five years. Patients in the low-dose group received treatment with ranger balloons. After five years, 67.1% plus or minus 3.7% of the low-dose group remained free from clinically driven tlr. Across both groups, there were 96 first tlrs, followed by 27 second tlrs and seven third tlrs; notably, one low-dose patient underwent six tlr procedures in total. The median time to tlr was roughly 677 days, and reocclusion occurred in 35.7% of target vessels in the low-dose group. Most reinterventions (96.8%) were endovascular.

Manufacturer narrative:
B3: date of event: estimated based on date of article publication. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Article citation: wittig t, schmidt a, zeller t, tepe g, thieme m, maiwald l, schroder h, euringer w, popescu c, brechtel k, brucks s, blessing e, schuster j, langhoff r, schellong s, weiss n, beschorner u, winther b, scheinert d, steiner s. Low-dose versus high-dose drug-coated balloons for femoropopliteal lesions: 5-year results from the prospective, randomised compare trial. Eurointervention. 2026 feb 2;22(3):e186-e189. Doi: 10.4244/eij-d-25-00904. Pmid: 41627779; pmcid: pmc12835878.